Manufacturer narrative:
The affected device was inspected on site by dräger service and a faulty cpu circuit board was identified. Due to the error pattern, the log file could not be downloaded. However, a screenshot of the error log of the affected device was provided, which shows the ¿device failure 13.03.001 !!!¿ on the reported date of event. This error message 13.03.001 refers to a pcb cpu out of tolerance due to a flash eprom error. In most cases, this flash eprom error has no effect on the ventilation function. In rare cases, the device will perform a restart to remedy the issue. During a restart, the evita opens the airway system to allow spontaneous breathing. This process is accompanied by an acoustic alarm. In the current event, the device reacted as specified. Based on the investigation, it could not be ruled out that the device performed a restart to remedy the issue. It was reported that no ventilation or operation was possible with the device, whereupon the affected device was replaced by the user. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device, evita 4, displayed the device fault 13.03.001 during operation. It was no longer possible to ventilate or operate the device. The affected device was immediately replaced by the user. No patient health consequences were reported. The device has no UDI as an UDI was not required at the time the device was manufactured.